Event description:
It was reported that breakage of device occurred. An angiojet pe catheter was selected for pulmonary thrombectomy procedure. During the procedure, the guidewire went through a window in the distal catheter shaft, while inside the patient. This was not noticed until the catheter was pulled from the patient and the catheter was elongated. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).